Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, low pacing rate due to cross talk was observed on the atrial channel. Due to the cross talk infrequent auto mode switch episodes were observed as well. Programming changes were made. Patient was stable.